Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited the system on-site and confirmed that the geometry movements were unavailable. Upon troubleshooting, the fse found that the samd boxed low power was not working because of a power failure. To resolve the issue, the fse replaced the smad low power box and performed calibrations. The defective samd low power box was returned to philips for failure analysis, and the cause of the samd low power box failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the samd low power box by the field service engineer resolved the issue, and the functionality of the system was restored. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.